Event description:
Customer reported a leak on his insulin pump. The customer stated his reservoir window was foggy. The customer's blood glucose was 361 mg/dl. The customer stated there was an indentation on this reservoir that made it look foggy. The customer was advised to change in the reservoir and rewind the insulin pump. No damage was found on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).